Event description:
It was reported that during unpacking for a stenting treatment procedure, it was noted that a stent was dislodged from the catheter. The target lesion was located in the left iliac artery. When a 7.0x30x75cm express ld iliac / biliary's stent delivery system (sds) was removed from its "loop" it was noted that the stent was not on the balloon. The express ld iliac / biliary sds was exchanged for another of the same device and the procedure was completed. No patient complications were reported and the patient's status is listed as fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during unpacking for a stenting treatment procedure, it was noted that a stent was dislodged from the catheter. The target lesion was located in the left iliac artery. When a 7.0 x 30 x 75 cm express ld iliac / biliarys stent delivery system (sds) was removed from its "loop" it was noted that the stent was not on the balloon. The express ld iliac / biliary sds was exchanged for another of the same device and the procedure was completed. No patient complications were reported and the patient's status is listed as fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed the device was returned with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and tactile examination of the device revealed no damage was noted to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).